Event description:
A facility reported that mayfield composite series skull clamp (a3059) was involved in a patient mishap, slippage. No patient injury or delay in surgery has been reported. Additional information has been requested.

Manufacturer narrative:
Mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR- the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: evaluation found no device deficiencies that would have contributed to the reported complaint. It was found that the unit was not serviced since 2018. It is recommended that the unit receive a preventative maintenance (pm) to maintain the performance of the unit. The disk ratchet and retainer were replaced as part of the pm service. The unit was disassembled and thoroughly cleaned. Root cause: probable root cause is improper or suboptimal positioning of the skull clamp on the patient leading to patient movement. The device passed all specific functional testing requirements and received a preventive maintenance service. Service & repair (s&r) could not duplicate slippage. Further investigation by quality engineering observed no additional deficiencies and confirms the findings of the s&r report. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.